Event description:
It was initially reported that the physician¿s handheld would not hold a charge. The company representative went to the site but was unable to troubleshoot the handheld. No patient was adversely affected by these issues. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Product analysis was approved on (B)(4) 2013. An analysis was performed on the handheld and the reported ¿failure to hold a charge¿ allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.